Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Concomitant medical device: 5076-52 lead implanted (B)(6) 2008; ddbb1d1 ICD implanted (B)(6) 2017.

Event description:
It was reported that the patient presented to their clinic due to a device alert. The right ventricular (rv) lead exhibited impedance spikes and high impedance. The superior vena cava (svc) coil was turned off and dft testing was successful. The decision was made to keep the svc coil turned off and the rest of the lead remains in use. No patient complications have been reported as a result of this event.